Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to "belt temperatures too low after the nip roller and the heated section." It was unknown whether the device had met specifications. The product used for the treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown, therefore, the device history record could not be reviewed. The product catalog number and lot number for this device was unknown. Therefore, bard was unable to determine the associated labeling to review. Correction: d. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device received a low flow as - 1.3 lpm. The nurse disconnected and reconnected the arctic gel pads using the proper technique and the flow rate raised up to 2.7 lpm. Per follow-up via nurse on (B)(6) 2020, the nurse switched out the arctic gel pads and the flow rate was stabilized. The arctic gel pads were disposed off after the use and the arctic sun device was kept in service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device was getting an low flow as - 1.3 l/m. After disconnected and reconnected the arctic gel pads using proper technique and flow rate rose up to 2.7 l/m. Per follow up via nurse on 12oct2020, the arctic gel pads were switched out and the flow rate was stabilized. The arctic gel pads were disposed of after use and the arctic sun device was kept in service.